Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, when the device was activated, the blue plastic part caught on fire like a big lighter flame. Another generator was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received by medtronic. Details regarding a visual inspection were not provided. No additional information provided. Verified unit has older software and a hand piece stuck issue. The investigation found the most probable cause of the reported event to be software issue. The software was updated and for hand piece stuck issue recommend different hand piece per service manual to address the condition. If information is provided in the future, a supplemental report will be issued.